Event description:
The customer reported oil mist/haze. There were no reports of physical complaints related to the mist. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other, oil mist, capital equipment, evaluated at customer site. The fse replaced the vacuum pump oil and filter. The fse verified system meets manufacturers specifications. The fse ran an empty chamber test ok. Conclusion: other - customer letter was sent to all sterrad customers to reinforce the importance of cancelling the cycle, leaving the room and discontinue use of the unit until the unit is repaired, if the mist issue occurs. A user guide excerpt that added a warning was sent with the customer letter.